Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. As received, the battery charger/modem was unable to charge a battery. Upon investigation, there was liquid contamination on the battery board and components q1 (current-controlling transistor) and u13 (cmos-flash microcontroller) on the bedside pca were shorted. The cause for the failure was isolated to the contamination and the shorted components. The root cause for the shorted q1 transistor and u13 microcontroller could not be positively identified. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.